Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that device definitely failed, since the patient's device was so hard to program. According to the report, the doctor stated that the patient looked great so they weren't too eager to go and explore.

Manufacturer narrative:
Patient sex updated. If information is provided in the future, a supplemental report will be issued.